Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed horizontal stripes on the screen. The issue was identified during service and maintenance. There were no reports of patient involvement.